Event description:
Reportedly, the transmitter does not turn on and none of the lights are illuminated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: - upon reception, the returned smart monitor was tested, and the reported behaviour was not confirmed, since it could be turned on and the status light was orange. It should be noted that the status light frequently turned green (about every minute), with the orange still predominant. - the observed orange light could have resulted from a corruption of the flash memory or a corrupted operating system, which prevented the home monitor from booting properly. - the root-cause of the reported issue could not be determined with certainty. However, it could have resulted from a corrosion of the electronic board caused by the presence of several dead insects inside the home monitor. - this case is recorded for trend purposes.